Event description:
A customer reported to baxter (B)(4) of a dehp free sol admin set 3way set in which the tubing of an unknown product was connected into the side female luer of the stopcock of the set. During disconnecting the tubing from the reported set, the tubing of the unknown product broke off and became stuck inside the female luer. The customer stated that there was no clinical consequence for the patient, but the nurse had to change the set. There is no report of injury/adverse events, or medical intervention in association with this event. No additional information is available..

Manufacturer narrative:
(B)(4). Evaluation summary: an actual sample was submitted for evaluation. A visual inspection of the sample indicated that there was a piece of broken luer stuck inside the female luer of the stopcock. The collar of the luer was not found clicked forward, thus indicating that it was not clicked forward when connected to a female luer, making it more difficult to disconnect. The root cause of this condition was determined to have been caused by misuse by the customer. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Per the labeling review, a depiction has been added on the pouch to remind the user of the click function. This was done in november 2011. If additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number.

Manufacturer narrative:
(B)(4). Additional information: this issue is being investigated through CAPA. Should additional information be received, a follow-up medwatch will be submitted.